Event description:
The shaft of the 2.5 x 28 cypher stent fractured while the physician was putting the stent down the catheter. There was no reported patient injury.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.